Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences.

Event description:
It was report that an occlusion alarm occurred. The customer went to the emergency room and subsequently hospitalized in the intensive care unit (ICU) with a blood glucose level of 700 mg/dl. The customer attempted to self-treat with a correction bolus via the pump but was treated intravenously with fluids of saline and insulin in the hospital. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. Reportedly, the customer was using admelog brand insulin which is considered off label insulin use per the tandem user guide.